Event description:
It was reported that, after a left thr had been performed on the year 2012, for the past 2 years the patient started experiencing numbness and pain. On (B)(6) 2023, patient was detected with high chromium and cobalt levels in his blood. Patient had undergone revision surgery on his right hip, and is estimated to have a revision surgery on his left hip in approximately 3 months. The doctor recommends a complete recovery of his right hip before the next surgery is performed. Current health status of patient is good, but still recovering.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This is a bilateral thr case, right hip is referenced on internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a patient experienced the following symptoms: numbness, pain and high chromium and cobalt levels in blood. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the bhr cups and bhr heads. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The provided lab report confirms the elevated cobalt (70.9 g/l); however, without the supporting operative reports, lab/pathology results, and medical imaging, a clinical root cause of the reported numbness, pain and elevated cobalt cannot be confirmed. The patient impact is the reported numbness, pain, elevated cobalt, pending revision and postoperative convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.